Manufacturer narrative:
(B)(4)

Event description:
The pt experienced burning and pain as a result of muscle spasms in his left buttock where the device was implanted. It was noted that when the spasms start the implant site becomes more tender and causes the device to push outward where the overlying skin then turns a white color. Muscle relaxants seemed to help the spasms but did not like taking them because of the sleepiness they induce. At times, the pt felt stimulation in the left shoulder and chest areas. X-rays taken showed the device system intact with no obvious fractures or disconnections but did show the lead that was originally on the right of midline of t8-9 had migrated up and left to around the level of t4-5. Impedances were normal. Reprogramming was performed using one other lead that was in its original surgical position with good results. The pt noted that "stimulation is better now than ever before". The physician was also planned to do a trigger point injection at the neurostimulator site to try to decrease the muscle spasms and tenderness. No pt injuries were reported.